Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx 2mm proximal of the weld site. The proximal section of j stiffener wire measures approx 85mm and was rec'd with approx 26mm of the distal end protruding out of the outer polyurethane insulation approx 3mm proximal of weld site.

Event description:
Device analysis is provided. Explant method: intravascular approach: not provided. Technique/tools: direct traction with locking stylet, sheath(s) no complications.